Event description:
It was reported that the device was used during a laparoscopic colon procedure. The device fired only half way. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Cartridge pan. Evaluation summary: the analysis showed one ats45 device. The device was received in good visual condition and with no cartridge reload present, however, a cartridge pan was found lodged inside the channel and with the lockout tab bent. The damage to the cartridge lockout tab is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. It should be noted that the finding stroke must be completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference instructions for use for additional information. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the cartridge, it is possible that the lockout was forced enough to separate the cartridge from the pan leaving the hand inside the channel preventing another reload from loading.